Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 101191 with the following internal serum control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 101191 were reviewed. This lot met the required release specifications. A review of the complaints reporting false negative or unconfirmed false negative related to lot number 101191 demonstrated a complaint rate of (B)(4).the evidence available does not indicate that this product lot is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a serum sample tested with the alere determine hiv 1/2 ag/ab combo. Architect ab/ag combo, geenius hiv 1/2 and a molecular hiv-1 quantitative were used to confirm the patient's (B)(6) status. The architect produced a (B)(6) result, geenius a (B)(6) result and the molecular test confirmed the patient as (B)(6) with a viral load of 836,000 copies. However, there is no 4th generation elisa assay result available. The patient was reported as a non-pregnant female of unknown age with no known history of (B)(6) infection and was not receiving art treatment. It is unknown if there was impact on current therapy or if any remedial action was taken.